Event description:
Reportedly the obturator scraped pieces of the inside of the cannula and scrapings were deposited inside the pt. Pieces from the cavity were removed. Used a new one and continued without injury.